Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "samples have been sent for alcl analysis". Since no biomarkers are reported, malignancy cannot be confirmed and event captured as lymphoma-alcl-suspected. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, brown particles in the surface of the shell, opening and crease flat. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b6,d9,h3,h6.

Event description:
Healthcare professional reported left side rupture and "periprotesic liquid". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported left side rupture and "periprosthetic liquid". Device remains implanted.